Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a foreign body appeared to be stuck to the haptic. The surgeon was able to remove a piece of the foreign material, but discarded it. Three days following the surgery, the pt returned with endophthalmitis. Cultures were negative. The surgeon feels this is not a lens related issue. Add'l info, including pt status, has been requested.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. This event meets tass criteria. Add'l info was requested 02/26/2008, 03/04/2008, 03/10/2008 and 03/13/2008. Add'l info was received 03/03/2008 and 03/14/2008. A completed questionnaire has not been received.